Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech for evaluation on 29-jul-2025. The returned device's visual inspection and screening test were performed following johnson & johnson medtech procedures. Visual analysis revealed reddish material and a hole on the surface of the pebax. A screening test was performed, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit on the tip area. In addition, the adhesive in the tip section was inspected, and it was correctly applied. A manufacturing record evaluation was performed for the finished device and no internal actions related to the reported complaint condition were identified. The flipping force values reported by the customer could be related to the open circuit identified; therefore, the customer complaint was confirmed. The potential cause of the open circuit could not be determined. The damage to the pebax is unrelated to the customer complaint; the potential cause for this damage may be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The product instructions for use contain the following information that should be considered: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with the tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. For the damage on the pebax the catheter instruction for use (IFU) contains the following warnings and precautions: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿reddish material and a hole on the surface of the pebax¿. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿force values on the new thermocool smarttouch sf catheter were flipping from very low to high instantly¿ issue. In addition, biosense webster inc. Analysis finding of the ¿error 106 appeared on the system¿. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia right (r-at) procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax. The force values on the new thermocool smarttouch sf catheter were flipping from very low to high instantly. No errors on the carto® 3 or smartablate generator ablation system. The cable was disconnected and reconnected from both ends, but the issue was still there. The cable was replaced without resolution. The new thermocool smarttouch sf catheter was replaced and the problem was resolved. The procedure continued. There was no patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 11-aug-2025, observed reddish material and a hole on the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole on the surface of the pebax on 11-aug-2025 and have assessed this returned condition as reportable.